Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 71-year-old caucasian female was admitted with chest pain radiating to the left shoulder. The patient later developed respiratory distress and required endotracheal intubation before transfer for a higher level of care. The consulting physician noted decreasing urine output, worsening laboratory values, a new diagnosis of pneumonia on chest radiograph, and a decline in ejection fraction from approximately fifty percent on admission to ten to fifteen percent on echocardiogram. The patient was taken to the cardiac catheterization laboratory for left heart catheterization and placement of an impella cp device for circulatory support. After implantation, the device generated high purge pressure alarms. The clinical team evaluated the system and found no kinks; the purge cassette was exchanged but alarms persisted. Decision was made to remove the device. The impella cp was successfully explanted and a new impella cp device was implanted without difficulty and functioned as expected. The patient was transferred to the intensive care unit for continued monitoring while intubated and sedated. Arterial blood gas sampling showed a lactate level of 13.7 millimoles per liter, and ventilator adjustments were made. Laboratory values continued to worsen, including persistently elevated lactate, elevated creatinine, and markedly elevated liver enzymes. The patient had low urine output and was placed on sustained low-efficiency dialysis. Inotropic and vasopressor infusions were adjusted based on clinical status. A repeat left heart catheterization demonstrated minimal coronary artery disease, an end-diastolic pressure of 19 millimeters of mercury, and an ejection fraction of ten to fifteen percent. The patient remained in the intensive care unit for monitoring. The family elected do-not-resuscitate status the evening before death. The patient developed bradycardia and expired the next morning. No device malfunction was reported with the second impella cp, and device management decisions were based on clinical findings. Death was conservatively coded to the second impella cp while most likely to be caused by the underlying disease.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae( cardiogenic shock/bradycardia) : the root cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.